Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure for a pacemaker dependent patient, the pulse generator exhibited loss of ventricular capture. The device was reprogrammed intraoperatively and remained implanted. No patient symptoms were reported. The patient would be monitored.